Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported transducer (xdcr) fault, circuit disconnect, low peak inspiratory pressure (pip) and low minute volume (ve) alarm display during patient use. There was no reported injury/harm during the occurrence, and the patient was placed on another ventilator. During the evaluation by the customer dealer, it was found that the exhaled pressure transducer was the cause of the reported issue. The main printed circuit board (pcb) was changed because the transducers could not be calibrated.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. The unit was powered on in service mode and it was noted to have xdcr (transducer) faults present in the events error log. The exhalation pressure calibration was performed, as described in the product service manual. The calibration failed and when the unit was powered on in respiration mode, a "xdcr fault" alarm came on, duplicating the reported issue of a "xdcr fault" alarm. This was isolated to be due to a faulty sensor.